Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 351 mg/dl. The customer stated that he was nauseous, dehydrated and was vomiting. The customer stated that he had called days earlier to report that his insulin pump was not working properly, and was told that it would be replaced. However, the customer never received it. Advised the customer that another insulin pump would be sent to him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.